Event description:
The implantable neurostimulator intermittently turned off. The patient kept a stimulation diary and had 2 off stimulation events, both of which occurred at night. The patient went to sleep with the neurostimulator on, feeling good therapy. When the patient awoke, there was no stimulation. The device was checked with the recharger and found to be off. Data from physician programmer interrogation corroborated the off events. There were no problems with actual stimulation or recharging. The device had a history of 2 recovered overdischarge events. The patient had 2 active implantable neurostimulator systems. It is unclear which was the affected device. Reference mfg. Report # 3004209178-2010-04429. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.